Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft and the shaft was flattened from the separation distal for 2cm. The collar that was damaged/flattened. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the guide catheter broke. A guidezilla¿ guide extension catheter was selected for use. During introduction when the guidezilla¿ was loaded on an unspecified guidewire, it was noted that the guidezilla became fractured and separated at the collar. The device was removed and replaced with another of the same device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide catheter broke. A guidezilla¿ guide extension catheter was selected for use. During introduction when the guidezilla¿ was loaded on an unspecified guidewire, it was noted that the guidezilla became fractured and separated at the collar. The device was removed and replaced with another of the same device. No patient complications were reported and the patients status was fine.